Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, after the surgeon rolled the seal in the delivery device, the seal remained inside the loader. The seal was reloaded and used to complete the procedure. There were no patient effects. The product was discarded.